Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).please disregard all information that was reported in the initial MDR for report number 3004753838-2019-04756 as this is a duplicate report. The customer complaint has been previously reported in report number 3004753838-2019-004512 / (B)(4) / mw-004719-19.